Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might of trigger the reason complaint. Unit passed the displacement test and self test. Unit also passed the rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was tested using a water fill reservoir. No pump error 63 alarm or prime anomaly (squirting out) noted during testing. However, pump error 63 was recorded. File number=632 line number=5768. 11/18/2025 14:02:38.000 and on 11/20/2025 08:59:35.000. Per software engineering log investigation pump error 63 was caused by a hardware issue. Problem isolated to electronic assemblies. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Problem isolated to electronic assembly. Unit was received with the following cosmetic damages: scratched case, pillowing keypad overlay and cracked keypad overlay. In conclusion customer allegations of pump error 63 is confirmed during download history review. Problem isolated to electronic assembly. No prime anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 63 (hardware low level failures) during the priming process and was prompted to change the reservoir. The customer also reported an issue during the priming process. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included confirming the rewind message after the error, advising the customer to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.